Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using batteries; however, the top right led segments on the led digits do not illuminate. The failure was isolated to component (d5) of the system circuit board. This condition only occurred once during the first power-up. On the subsequent power-ups, the led segments were all present. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues prior to this reported event.

Event description:
It was reported display missing segment. No known impact or consequence to patient was reported.